Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which corroborated the reported cassette issues. Additionally the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device upstream occlusion seal was replaced, and the device passed all testing.

Event description:
It was reported that there was broken cassette. The event occurred during testing. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.